Manufacturer narrative:
(B)(4) technical support used a remote electronic connection method to assess the instrument test well images in question.

Event description:
On (B)(6) 2017, a (B)(6) customer site reported an unexpectedly negative antibody screen when tested on a galileo instrument.